Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 810:11?. (B)(4).

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. The reported condition is due to a defective ail pcb (air in line printed circuit board). The ail pcb was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During baxter investigation, it was determined through the event history that failure code 810:11 occurred on (B)(6), 2010 during delivery causing an interruption of delivery. No patient injury or medical intervention has been reported. This device utilizes user interface module master software version 5.09.90 categorized as remediated.